Event description:
We received a report that upon delivery in the eye, the trailing haptic of the tecnis itec preloaded 1-piece intraocular lens (iol) was stuck underneath the optic. The surgeon had to use a hook inside the eye to separate the haptic from the optic and position the lens in the appropriate place. In some cases this has led the lens to tilt in the capsular bag which then requires manual repositioning. This requires the surgeon to perform an extra step. The procedure was completed successfully and there was no patient injury.

Manufacturer narrative:
Explant date: not applicable; iol remains implanted. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing record review was performed. There were no non-conformances with respect to the final product release process. The production order was not produced under deviation. There were no process and / or material changes within the production order. All tests results showed a pass condition. During the manufacturing record review of the production order for this serial number, no deviation or assignable cause was identified for the complaint type reported or related to the initial report information when this production order was manufactured. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.